Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??:[missing records: records for the excision of pelvic mass and cholecystectomy were not provided. Records prior to (B)(6) 2013 were not provided.] On (B)(6) 2013: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated incisional hernia and right inguinal hernia. Postoperative diagnosis: multiple adhesions, incarcerated midline incisional hernia and right inguinal hernia, both direct and indirect type. Operations: laparoscopic adhesiolysis, repair of incarcerated incisional hernia midline. Repair of right inguinal hernia, indirect and direct with ptfe mesh, intraperitoneal. Assistant: (B)(6) , md. History: the patient is an 84-year-old woman with a previous history of lower midline incision. She has a complex bulge and area of tenderness involving the midline incision and this extends toward the right groin. It is impossible to tell with certainty, but it is likely that she has both incisional and inguinal hernias. The patient is prepared for operation and given IV antibiotic prior to induction. Description of procedure: ¿she underwent induction of general endotracheal anesthesia. The abdomen and lower pelvis were sterilely prepared and draped. Foley catheter was placed. The abdomen was entered by the hasson approach in the left upper quadrant and insufflated with carbon dioxide. Additional 5-mm trocar was placed in the left mid abdomen and in the epigastrium and in the right mid abdomen. We then did an extensive adhesiolysis involving the entire midline from above the umbilicus downward toward the right groin and the findings were approximately 2 cm incarcerated incisional hernia, located 3 cm below the umbilicus and then there were extremely dense omental adhesions going down in the direction of the right groin. We opened up both lateral umbilical folds and let the bladder drop inferiorly and then we could see the indentation in the peritoneum from the canal of nuch, which was very minimal on the left side, but it was quite deep on the right. We then further opened up the peritoneum and we exposed both the direct and indirect space, reducing the contents. We then selected an 18 x 24 ptfe mesh. We rounded the comers and marked this in the usual marking array with cv-2 gore-tex and #1 novafil sutures and we transferred markings to the mesh to identify the pubic symphysis and the midline. We then soaked this in antibiotic solution and placed it through the 12-mm port site. We then serially picked up the sutures and tied these in the prefascial plane. This gave us at least 4 cm of overlap around the most superior defect. We covered well over the midline all the way down to the pubic symphysis and below this and we covered over the right groin. We used tacks in the safe zone. We did not use any tacks in the electrical hazard zone. However, we did approximate the mesh over the iliac vessels with a 2-0 vicryl suture that held it nicely in position, taking care not to damage the vessels and this resulted in excellent placement of the mesh and we made sure it was tacked at 1.5 to 2 cm interval around the mesh with one dropped tack, which was immediately recovered. There was no other dropped tacks. There was no bleeding and no other significant findings were noted. The patient tolerated the procedure well. Trocars were removed under direct vision. Two trocar sites were covered by the mesh and the hasson entry point. V-stitch was made fast and this resulted in satisfactory closure. Skin incisions were all closed with simple inverted 4-0 monocryl. Steri-strips and dry sterile dressings were applied. Valsalva maneuver was given prior to removing the trocars. Estimated blood loss was 0. The patient tolerated the procedure well, was brought to the recovery area in satisfactory condition.¿ on (B)(6) 2013: (B)(6) health. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 9600981. W.l. Gore & associates. Expiration date: 2016-08. Implant site: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc06/9600981) was implanted during the procedure. On (B)(6) 2015:[missing records: records from emergency room visit were not provided.] On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: small bowel obstruction secondary to the internal hernia. Postoperative diagnosis: small bowel obstruction secondary to the internal hernia with volvulus of distal small bowel under an adhesive band, recurrent incisional hernia, presence of ptfe mesh. Operation: reduction of internal hernia/volvulus involving distal small bowel with a single thick adhesive band, resection of small bowel with primary anastomosis, excision of foreign body (ptfe mesh and titanium helical tacks), repair of recurrent incisional hernia, reducible. Assistant: (B)(6) , md. History: the patient is an 85-year-old woman who has a history of previous lower midline pfannenstiel incision for excision of the pelvic mass. She developed a hernia at the site of the incision, which was repaired approximately 2 years ago with ptfe mesh. Over the past several days, she has had abdominal pain. She presented yesterday to the emergency room with abdominal pain and distention with the relatively nontender abdomen. She was decompressed with a nasogastric tube; however, this decompressed her bowel, but did not improve her pain, and pain in fact got worse and she is prepared for the operating room. Plan for operation, risks, benefits, potential complications, possible need for stoma were discussed with the patient. She understood and agreed to proceed. Description of procedure: ¿the patient was given IV antibiotic. She underwent a rapid sequence induction and after this, the 16-french ng tube was removed and replaced with an 18-french tube. The stomach was decompressed. She was placed in dorsal lithotomy position because of extensive diverticulosis of the sigmoid colon. In case any sigmoid was involved in this process and needed to be resected, we wanted to be able to have accessed from below. The abdomen was then sterilely prepared and draped. The abdomen was entered through a vertical midline incision. The preexisting ptfe mesh and titanium helical tackers were removed. This required quite a bit of traction and manipulation. Bleeding was noted from the left upper quadrant and after we got access and took down numerous adhesions, we found a segment of distal small bowel that was volvulized under a thick adhesive band. The adhesive band was divided. It was an approximate diameter of a pencil and once this was divided, we could exteriorize the small bowel, which was deep purple in color and it twisted on itself around the axis of the mesentery, so that its blood supply was cut off. This did not pink up at all and it was resected with two 45-degree applications of the gia thick stapler. The mesentery was then taken with 2-0 suture ligatures and ties. The resected specimen was submitted for pathologic examination. The bowel was then run completely and no other pathologic abnormalities were noted in either the small or large bowel. The abdomen was thoroughly irrigated, making sure there were no residual tacks and making sure that any fibrinous deposits were removed. There were few and these were readily removed on a laparotomy pad. The bowel ends were then aligned with 3-0 silk and a side-to-side anastomosis was carried out with the thick gia 80 stapler. The open portion of the anastomosis was then closed using running 3-0 vicryl inner layer and outer layer of 3-0 silk lembert sutures. The x and y portions of the anastomosis were kept apart to prevent premature closure. Succuss entericus was passed under pressure through the anastomosis and showed no evidence of leak. The mesenteric defect was closed with running 3-0 vicryl. The abdomen was then thoroughly irrigated. The return fluid was clear and there were no other bleeding spots. We carefully examined the sigmoid colon, which showed extensive diverticulosis, but there was no inflammatory process noted and the adhesions that caused the trapping point. We could not really find any specific reason why it was clear. The remainder of the bowel was then replaced in its anatomic position. The remainder of the ptfe foreign body was removed because we did not wish to leave the mesh in the presence of possible bowel contamination, although there was minimal spillage, we had to assume that on a microscopic level, there was some contamination. Once this was completely removed, there remained a defect in the midline from the status prior to the hernia repair, so essentially we had recurrent incisional hernia. We then did a separation of components type local advancement with multiple vertically oriented 1 cm incisions in the anterior rectus fascia in 5 vertical lines going across in each direction and this gave us approximately 3-4 cm of advancement on each side as these were pulled together in the midline. They assumed a diamond shape configuration and provided significant advancement of the rectus fascia medially to obliterate the defect. This was done and the midline was closed in the lower portion with running #1 novafil, every 3 stitches we took an internal retention suture of #1 pds. At the upper part, we continued with the separation of components, relaxing incisions in the anterior rectus fascia, but we did not add additional retention sutures. We then thoroughly irrigated the anterior rectus, which had been displayed on each side with extensive undermining of the fat and skin edges. We made sure there was good hemostasis and this layer was thoroughly irrigated with antibiotic solution and then we closed it without drains using 3-0 monocryl and then staples on the skin. Sponge, instrument and needle counts were reported correct by the circulating nurse x2. Estimated blood loss was less than 25 cc. The patient was left intubated to be brought to the ICU and she tolerated the procedure well, maintaining satisfactory urine output with stable vital signs.¿ on (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Pathology report. Accession #: (B)(4). Tissue source: 1: distal small bowel. 2: ptfe mesh ¿ gross only. Final diagnosis: 1) distal small bowel, resection: ischemic enteritis with ulceration, transmural involvement, acute serositis and marked vascular congestion. Two unremarkable lymph nodes. Proximal and distal resection margins are not involved. 2) ptfe mesh, removal: mesh with suture material and metallic device (gross only). Gross description: part 2 labeled ¿ptfe mesh¿. Received in formalin is a 16.5 x 15.3 x 0.1 cm white plastic mesh with suture material and gray metallic coiled cyst. There is no noted attached soft tissue. No sections are submitted. Gross only. On (B)(6) 2017: (B)(6) hospital and university health center. (B)(6) , md. Operative report. Preop diagnosis: small bowel obstruction. Postop diagnosis: small bowel obstruction including small bowel gallstone obstruction. Procedure: 1) exploratory laparotomy with extensive lysis of adhesions. 2) enterotomy for removal of obstructing gallstone. 3) placement of exparel local anesthetic into abdominal wall. Anesthesia: general. Indications: the patient is an 88-year-old female with a nonresolving small bowel obstruction, now more acute tonight. Informed consent: risks of surgery discussed with the patient and family including bleeding, infection, perioperative complications, possibility of a bowel resection, etc. She understood and wished to proceed. Standard preoperative IV antibiotics and dvt prophylaxis were given. Findings: patient had dense adhesions of the omentum to the anterior abdominal wall. Multiple inner loop of small bowel to small bowel adhesions with very decompressed distal small bowel and an obvious mass in the mid small bowel that was part of the obstruction on top of the adhesions. After discovering that the mass was mobile, I made an enterotomy and found it to be a gallstone of a good 3 cm plus in diameter. Patient had a previous cholecystectomy. Description of procedure: ¿patient was placed under satisfactory anesthesia . Abdomen was prepped and draped in normal sterile fashion. Previous midline incision was made. Patient had multiple adhesions to the anterior abdominal wall, I got in superiorly, I was able to take down the small bowel off the anterior abdominal wall and omentum off of anterior abdominal wall to further open up the midline incision. Patient had a small amount of ascites in her abdomen, the proximal bowel was very inflamed and irritated, and obviously very distended. Patient's distal small bowel was pencil diameter almost in size and very decompressed. As I began lysing extensive adhesions of small bowel, I identified a large mass in the mid small bowel that appeared to be a point of obstruction also , the mass would not move distally but as I began to further free up the small bowel for a planned resection, the mass I actually began to move back proximally. I palpated and there did not see any other masses in the small bowel. I made an enterotomy and decompressed the small bowel of a significant amount of succus and was able to milk the mass out which ended up being a large very jagged gallstone which was passed off the table. After decompressing the bowel, I closed the enterotomy with the tan load gia stapler. I then continued lysing adhesions all the way to the ileocecal valve. In doing so distally I came across 2 previously made small bowel anastomoses that were distal to the main obstruction. I then reran the small bowel from the duodenum/ligament of treitz all the way to the ileocecal valve. The enterotomy I had made was well prepared, the bowel was now completely open. There were no enterotomies made during the lysis of adhesions. I then examined the liver bed. There was truly the gallbladder had been removed. I did not see any obvious signs of recent fistula for access of this gallstone into the gi tract. An ng was palpated in appropriate position in the stomach. I then washed out the abdomen with copious amounts of saline. I palpated the colon, no obstructions there, I injected the fascia and the muscle with diluted exparel local anesthetic. I closed the fascia with looped #1 pds. Patient had a chronic cavity of seroma with thick wall in the lower part of the incision just to the left side that I excised some of this thickened wall and packed the wound with 1 inch iodoform and closed the skin partially with staples. At the end of the procedure, all sponge, instrument and needle counts correct.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incarcerated incisional and right inguinal hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction and mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11: correct IFU statements: it should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿